Event description:
It was reported that this right ventricular (rv) lead oversensed noise on the ra lead. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).